Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons are intermittently unresponsive. The reporter stated the keypad buttons must be pressed multiple times to elicit a response and this has been occurring for approximately 1 month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be undamaged. The contrast keypad button was found to be unresponsive to presses. The contrast button has no effect on the pump¿s insulin delivery function. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored; the display was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.